Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to protruded/loose drive support disk.

Event description:
Customer reported that he had high blood sugars and stated that the drive support cap is protruding on his insulin pump. Customer stated that the insulin pump is alarming and squirting insulin out during the manual prime. Nothing further was reported.